Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the rca. It was reported that elevated cardiac markers were observed. Cec assessed the event as a non q wave mi (target vessel), mdt extended historical re-infarction post pci. Cec assessed stent thrombosis as no event. The mi occurred in the rca.